Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced statement dated 15mar2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a family member of a female patient reported the injection screw of the patient's humapen ergo ii device would not move out. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (1006d02, manufactured june 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to injection screw/ratchet not moving. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported using the device with the alleged malfunction since 2013. The humapen ergo ii core instructions for use states the device is designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if the misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaints (pc), with additional information from the initial reporter, concerned a 77 year-old female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) through a cartridge via a reusable humapen ergo ii device, subcutaneously, for the treatment of diabetes mellitus, beginning more than ten years ago (as reported). The humapen ergo ii was received in 2013. Dosage regimen, frequency and human insulin 70/30 specific start date were not provided. By (B)(6) 2018, she experienced a little high blood sugar (no results, units or reference values were provided) and was hospitalized due to this issue. Therefore, she stopped her human insulin 70/30 treatment by the same date due to medical advice. After this, she was changed to insulin lispro (rdna origin) injection (humalog) on unknown date; the formulation, dosage regimen and route of administration were unknown. On (B)(6) 2019, after six years of using humapen ergo ii, she still used it; however, no insulin lispro could be come out which was further described as the injection screw of her device would not move out (lot 1106d2; conflicting information since also the lot number 1006d02 was reported for this device with associated (B)(4)). Information regarding hospitalization and discharge dates, corrective treatments and outcome of the event was not provided. The status of insulin lispro was unknown. Follow-up was not possible due to the initial reporter was unwilling to be followed via phone (remaining information was not provided) and treating physician contact information was not provided. The operator of the humapen ergo ii was the patient and her training status was not provided. The humapen ergo ii general model duration of use and the reported humapen ergo ii duration of use were not provided but started since 2013 (six years). The suspect humapen ergo ii, which was manufactured in jun2010, was not returned to the manufacturer. The reporting consumer assessed the event as related with human insulin 70/30 treatment and also with the humapen ergo ii. Update 26-feb-2019: initial information and additional information both received on 22-feb-2019, were processed at the same time. Edit 28feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11-mar-2019: information received on 05-mar-2019 confirming the existence of a product complaint. No new adverse event information received. Update 14mar2019: additional information received on 11mar2019 from the initial reporter. Added information regarding the improper use of the humapen ergo ii. Narrative was updated accordingly. Update 15mar2019: additional information received on 14mar2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1006d02 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) through a cartridge via a reusable device (humapen ergo ii), subcutaneously, for the treatment of diabetes mellitus, beginning more than ten years ago (as reported). Dosage regimen, frequency and human insulin 70/30 specific start date were not provided. By (B)(6) 2018, she experienced a little high blood sugar (no results, units or reference values were provided) and was hospitalized due to this issue (associated pc (B)(4)/ lot number 1006d02), therefore, she stopped her human insulin 70/30 treatment by the same date due to medical advise. Information regarding hospitalization and discharge dates, corrective treatments and outcome of the event was not provided. Human insulin 70/30 treatment status after its discontinuation was not provided. Human insulin 70/30 treatment would be replaced with insulin lispro treatment. Follow-up was not possible due to the initial reporter was unwilling to be followed via phone (remaining information was not provided) and treating physician contact information was not provided. The operator of the humapen ergo ii was the patient and her training status was not provided. The humapen ergo ii general model duration of use and the reported humapen ergo ii duration of use were not provided but started since 2013 (six years). The suspect humapen ergo ii action taken was not provided and its return was not expected. The reporting consumer assessed the event as related with human insulin 70/30 treatment and also with the humapen ergo ii. Update 26-feb-2019: initial information and additional information both received on 22-feb-2019, were processed at the same time. Edit 28feb2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.